Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2020-04146. Related manufacturer reference number:1627487-2020-04149. Related manufacturer reference number:1627487-2020-04150. Related manufacturer reference number:1627487-2020-04151. It was reported the patient experienced ineffective therapy. As a result, surgical intervention was undertaken to explant the entire system approximately 5 years ago.